Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that the alarm has occurred multiple times. Customer also mentioned having high blood glucose readings of 419 mg/dl and stated that they have treated with the insulin pump. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.